Manufacturer narrative:
Medical device: 694758 lead implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.